Manufacturer narrative:
The customer reported problem was confirmed.

Event description:
The customer reported that the device was affected by the recall for front case w/keypad and needed the part # for the 8100. No patient involvement is noted.